Manufacturer narrative:
Per the additional information received, this event no longer reportable.

Event description:
Additional information received indicates that the ipg was operable prior to the explant. The patient experienced increase in recharge burden which was not manageable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg was inoperable resulting in loss of therapy. Reportedly, the recharge burden increased and the ipg eventually because inoperable. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.